Event description:
Caller reported blood glucose results of 580 mg/dl on aviva system, 120 mg/dl on compact plus system within 10 minutes. No information was provided for the compact plus system. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).